Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was unable to charge their ins because the ins recharger (insr) was not charging. It was reported the desktop charger (dtc) connector pin was broken. The patient stated they have been without stimulation since (B)(6) 2017, which helps their legs so they can walk. A replacement dtc and insr were sent. No further complications were reported/expected.

Manufacturer narrative:
Analysis of the desktop charger (37761) found that it had a broken connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.